Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the device was inflated with 5 ml water, and during an attempt to take the water out of the balloon, it would not come out. A clinician attempted to cut the catheter to drain the water, but that did not work. Consequently, a guidewire was placed in the inflation part of the catheter to cut the balloon, but this did not work either. Eventually the catheter was forced out of the patient. There was no reported patient injury. Per additional information from ibc via email (B)(6) 2018; there was no bleeding from the patient after the catheter was removed and no medication was given.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was inflated with 5 ml water, and during an attempt to take the water out of the balloon, it would not come out. A clinician attempted to cut the catheter to drain the water, but that did not work. Consequently, a guidewire was placed in the inflation part of the catheter to cut the balloon, but this did not work either. Eventually the catheter was forced out of the patient. There was no reported patient injury per additional information from ibc via email 8/28/2018; there was no bleeding from the patient after the catheter was removed and no medication was given.

Manufacturer narrative:
The reported issue was found to be inconclusive. Received only catheter cut into 2 pieces. The sample was evaluated and no pinch or blockage observed. No conditions were found on the sample that could be associated with reported event. Due to poor condition of the returned sample, a complete evaluation could not be performed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿1. Precautions for use (1) when resistance is encountered in inserting catheter, stop the procedure and remove the catheter. (2) when deflating balloon, do not aspirate with a syringe. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.]"

Event description:
It was reported that the device was inflated with 5 ml water, and during an attempt to take the water out of the balloon, it would not come out. A clinician attempted to cut the catheter to drain the water, but that did not work. Consequently, a guidewire was placed in the inflation part of the catheter to cut the balloon, but this did not work either. Eventually the catheter was forced out of the patient. There was no reported patient injury per additional information from ibc via email 8/28/2018; there was no bleeding from the patient after the catheter was removed and no medication was given.